Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the rf (radio frequency) head failed uplink functional tests; rf head cable found out of electrical specification. Analysis also found the lens on the rf head upper case was cracked. The rf head had internal corrosion. (B)(4).

Event description:
It was reported the rf (radio frequency) head was not functioning. The rf head was returned for repair. No patient complications have been reported as a result of this event.